Manufacturer narrative:
(B)(4).

Event description:
The patient's nurse stated that the patient received an erroneous result for when tested with coaguchek xs meter serial number (B)(4). Between 2:30 p.m. And 3:00 p.m., samples were collected from the patient from the same fingerstick and tested with both the patient's meter and the office's coaguchek xs professional meter. The result from the office meter was 3.3 inr and this value was believed to be correct. The result from the patient's meter was 4.7 inr. The patient is currently stable. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is tested 3 to 4 times per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient is not using direct thrombin inhibitors. The patient has had no other medication changes, no dietary changes, and no other illnesses. The patient has no current symptoms of high inr. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 235476-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and test strips were returned for investigation. These were tested with retention controls and a retention battery. Qc #1: 2.3 inr. Qc #2: 2.3 inr. Results: the obtained qc values were in the allowed range of the used combination returned strip lot - qc lot. (1.8 - 2.8 inr) all measurements were without error messages. The returned material meets specifications. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Upon review of the meter memory, there is no result on 12-sep-2017.

Manufacturer narrative:
The patient's product was not returned for investigation, so no further investigations were possible. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
Upon review of the meter memory, the following additional discrepant results were observed: on (B)(6) 2015 at 02:17, a result of 3.1 inr. On (B)(6) 2015 at 05:52, a result of 0.9 inr.